Manufacturer narrative:
A ge service representative performed an onsite investigation. The faulty electrical plug was replaced and the cable was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up as the power supply was not connecting to the device. No patient injury was reported.